Event description:
It was reported that the probe is giving black spots on the images. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of black spots on the image was confirmed. The probe¿s rubber tip is pulling off the housing and is making the image fully black. The root cause of the reported failure is due to faulty probe.